Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report #8010047-2021-07019. According to additional information provided by olympus europa se & co. Kg, an MDR reportable malfunction of unrecoverable loss of image functionality was found during the incoming inspection conducted at olympus france on may 28, 2021. Therefore, the correct g3 "date received by manufacturer" in the initial report is may 28, 2021.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp.(omsc) confirmed device defects from the device inspection result by olympus france, but could not confirm the defect due to manufacturing. The reported event may have been caused by a failure of the video connector board due to flooding from the venting connector. In the past similar cases that occurred at other user facilities, it was reported that the cause may be damage to the imaging cable or ccd. However, according to the device inspection result, there is no information about the imaging unit, so the cause of the reported event may be other than the imaging unit. According to the device inspection result, no leakages were found in the device, but water inside the video connector was confirmed. Therefore, there is a possibility that water has flooded from the venting connector. The instruction manual instructed not to put on and take off the sterilization cap in water or with water droplets on it, but it is possible that the user deviated from the instruction. From the above, the reported event may have been caused by mishandling by the user, but it was not possible to identify the specific circumstances under which it occurred. The instruction manual provides precautions for reprocessing and water leakage test. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the adhesive of the bending section rubber was peeled off due to normal wear. The adhesion of the lens at the distal end was checked, but no deterioration or chipping was seen. The air leak check was performed, but there were no any leakages. The device was partially disassembled and humidity was found out inside the video connector and inside the basic management control module. The printed circuit board of the light guide connector was corroded and there was deposits. Further inspection of the device revealed defects in the ccd master and light guide connector unit. The reported event may have been caused by electrical continuity error due to the ingress of water throughout the device. The device was sold in february 2015 and was returned to (B)(4) for repair in september 2019 due to a leak failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device was returned from the user facility to olympus (B)(4) for normal repair. (B)(4) inspected the device and found that the liquid intrusion into the device completely lost the image function related to the ccd and the endoscopic image was not displayed. (B)(4) removed the bending section rubber, thoroughly dried the device, and further tested to restore image function, but the endoscopic image could not be restored. There was no report of patient injury associated with the event.